Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with 3dmax (x2). Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. This MDR represents 3dmax (device #1). Additional MDR was submitted to represent 3dmax (device #2). Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 11 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence, nerve damage and neuropathic pain. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. This supplemental emdr represents the bard/davol 3dmax (device #1). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with 3dmax (x2). Case-specific details not provided. This file represents device#1. Addendum per information provided by patient's attorney: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of 3dmax meshes (device #1 & #2). Per operative notes, ¿the right side was recurrence of hernia and the polypropylene plug which was fixed and adherent from the previous repair causing adhesions. A small indirect hernia sac in the left side was dissected and then a 3dmax mesh was inserted. An another 3dmax mesh was inserted in the right side.¿ (note, unknown polypropylene plug mesh was implanted during this repair). Between (B)(6) 2018 to (B)(6) 2019, patient was diagnosed with hernia recurrence, nerve damage and right inguinal neuropathic pain.